Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(4). 2015, to report that on (B)(4). 2015, the receiver did not alert her for calibration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver did not alert her for celebration. No additional event or patient information is available.